Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 02-020-11-0330 - truliant ps cem fem ps cem right sz 3. (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6), 204-70-00 - tibial stem ext. Screw.

Event description:
As reported, approximately five years post initial right tka, the 67 y/o female patient was revise of a size 3 femur and a recall tibial insert. Patient was revised to a size 3 constrained femur with a ps size 15 mm tibial insert and a stem extension. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays and images received. The devices are not available for evaluation. Additional information received indicates that the patient came in due to the tibial insert recall. Patient had a revision due to recall and the femur was loose.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.